Event description:
The end user alleges that when she let go of her joystick the m51p power chair didn't stop and pinned her left hand between the chair and her kitchen table. She states it did break the skin in 3 places, she believes she may have dislocated her pointer finger on her left hand.